Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and found it to function within manufacturer¿s specifications. It was noted, however, that the bellows emptied slowly during mechanical ventilation with a fresh gas flow setting of 200 ml/min. Further investigation by the fe determined there was a 500 ml/min leak in the bellows pop-off valve. The valve was replaced and the leak was resolved. A request was made for the device logs and for the return of the defective pop-off valve. The machine logs were provided but the replaced pop-off valve was no longer available. A further request was made for the device breath logs and further clarification regarding the alleged event, but the customer declined to provide. During the course of gehc¿s investigation, it was determined that the leak due to the bellows pop-off valve was not related to the patient cardiac arrest. Analysis of the machine logs determined that the likely root cause for the patient cardiac arrest was the elevated pressure when manual ventilation mode was used. It is the clinician's responsibility to adjust the adjustable pressure limiting valve appropriately for the patient during manual ventilation.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure in mechanical ventilation during a case. It was further reported that the patient had a cardiac arrest. The patient was reportedly resuscitated.